Event description:
It was reported that the doctor was using a stent graft for an av access case, positioned venous to arterial in the upper arm, at the straight portion of the graft. The device was positioned incorrectly due to sticking as he tried to deploy it, so he pulled back on the catheter a little, and it started to deploy. Because he was unable to reposition the device, he removed the partially deployed stent from the patient. An 8 f sheath and a 0.035 guide wire were used for the procedure. No reported injury to the patient.

Manufacturer narrative:
The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.